Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that there was a problem with the device. Additional clinical information determined that the issue occurred during surgery when the device caused a full thickness laceration which required repair. There was an impact/damage to the graft harvest and an additional unplanned graft was required from an alternate location. An alternate device was retrieved and used to complete the procedure with an extension of 15-30 minutes.

Manufacturer narrative:
The device was manufactured on 3/7/2007 and has no repair history at zimmer surgical since (B)(4) 2011. The investigation revealed damage to the head, control bar and width plates. It was also noted that the hose was received with an adaptor that could not be removed. Prior to repair, the device operated below motor speed specifications. The device was outside calibration and side to side specifications at the zero thickness setting. Repair of the device included replacement of the head, control bar, width plates, swivel and standard repair parts. The customer's reported event was not reproduced during testing and a cause cannot be determined. The device operating below specifications was most likely due to lack of preventative maintenance. Per the instructions for use, "the zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy." The device was repaired and scheduled to be returned to the customer.